Event description:
On februrary 2, an amazon customer commented the product was inaccurate. A customer bought this test because he/she felt like it wasn't the flu, tested negative for covid-19, and three days later the user went to the ER because he/she wasn't getting better and the results came positive for covid-19 in the hospital, the user tested again with this product after ER visit and it still shows negative on covid-19. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.